Event description:
Additional information received reported that the patient¿s stimulator was not working correctly and they had urinary infections with it. The patient had been trying to work with it but it wasn¿t working correctly for about 2 to 3 months. The patient went for an MRI and told them they were starting to have urinary infections and they had to keep working at it to try to get it to work. The patient had to ¿use the heartbeat¿ because it wouldn¿t work right. The patient wanted to meet with a manufacturer representative at their health care provider¿s (hcp¿s) office. The patient would call their hcp and make an appointment. It was mentioned that the patient had a toe operation about 3 weeks ago. No outcome or interventions were reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v536681, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that compatibility guidelines were requested for MRI. The area to be scanned was the head/brain for migraine and pains on left side of head. It was noted not related to device/therapy. It was noted that the patient was having surgery on her hammertoes the day after reported event date so it will likely be awhile before she will be able to get to see hcp (healthcare provider). Caller asked for field representative to speak with a patient. Caller reports no stimulation sensation. The caller reports a loss of therapeutic effect. It was noted that this started 3 months ago when she noticed getting more bladder infections. The patient states that system has stopped working 3 months ago when patient noticed she was beginning to have bladder infections again.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2014. No outcome or interventions were reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.